Event description:
The facility representative contacted a (B)(4) technical service representative to report a colleague infusion pump with a faulty screen this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that it is unknown if there was a patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. This device is a version p1.7 colleague pump with a user interface module software version of 8.11.00.

Manufacturer narrative:
(B)(4). Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because, it is same as or similar to product distributed within the u.s. Evaluation summary: the condition of a colleague infusion pump with faulty screen was confirmed and reproduced by a baxter (B)(4) service technician. This condition was caused by a faulty user interface module lcd screen. The uim lcd screen was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.